Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with asthenopia versus slow healing in the right eye approximately one month post photo refractive keratectomy (prk). Based on the patient's prescription and evaluation, slow healing seems more likely. The patient was prescribed spare glasses and instructed to use sodium chloride hypertonicity ophthalmic ointment at night. The patient has not been fully compliant with treatment after surgery. The patient noted right eye discomfort. The patient is scheduled for follow up.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).